Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer pfo was implanted in a patient. Dual antiplatelet agents (aspirin/ p2y12 inhibitors) were prescribed after the procedure. 2y12 inhibitors was discontinued after a 30-day postoperative follow up. The patient took only aspirin agent since a 30-day postoperative follow up. On oct 15, 2021, atrial fibrillation was detected with an implantable monitor. The patient was started on apixaban on dec 28, 2021. Reportedly, atrial fibrillation has been still seen at the moment. The patient is stable.

Manufacturer narrative:
An event of atrial fibrillation was reported. Information from the field indicated that the patient previously had heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.